Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and visual and microscopic inspection revealed a small amount of biological material on the distal tip of the instrument. There were light surface scratches on the blade and an indention was present in the teflon pad. However, there was no visible evidence of the device having failed to coagulate such as excessive contamination present from bleeding. The scalpel was function tested and the device failure could not be duplicated. The device passed all function testing. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The ascent healthcare solutions' instructions for use states: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that during an endoscopic thyroidectomy a harmonic scalpel was not sealing the vessel. The doctor was attempting to cut and coagulate the polar artery that was 4-5 mm thick when the device failed to close the vessel. The bleeding was stopped with two sutures. This did result in a larger incision than the surgeon wanted but no patient injury was reported.